Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips were tested and all passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was giving him inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time at the end of (B)(6) 2011, he reported blood glucose results of "293, 206, 232, 195, and 225mg/dl" with the lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and took his usual, daily dose of insulin in response to the reported issue. Thirty minutes after the alleged issue occurred, the patient developed symptoms of feeling "sweaty and nauseated" but denied receiving any medical treatment in response to these symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. Although, the patient denied receiving any medical treatment, this complaint is being reported because, the patient developed symptoms suggestive of a serious injury.